Event description:
The valve in the pilot balloon sticks when the cuff is inflated with a syringe. When the syringe is removed, the sticky valve causes the cuff to deflate. This occurred in at least 5 instances in the last week. Rptr has currently removed all trachs this size from circulation.